Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. The event was further described as, ¿the set was leaking even when the transfer set twist clamp was completely closed¿. This occurred during use of the device for pd therapy. There was no report of patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot. Leak and clamp function testing were performed and there was flow through the set with the twist clamp in the closed position. No issues were observed during clear passage testing. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.